Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the customer indicated that they were not able to move universal surgical manipulator (usm3). The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed to perform a hard power cycle on the system; however, after the power cycle, an "arm3 is not ready to move" message was displayed. There was no obstruction to usm3. The customer proceeded with the surgery using the remaining three arms. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm for evaluation. A follow-up MDR will be submitted, if additional information is obtained.